Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records reviewed and indicated that on an unknown date approximately two months following the primary operation, the patient underwent a repair of the right knee for a ruptured patella tendon and avulsion of the inferior pole of the patella. Task initiated to create new pc to capture event. On (B)(6) 2021, the patient underwent a right knee revision to address infection, pain, discomfort, swelling, walking difficulty, effusion, decreased range of motion, fever, and chills. The surgeon revised the tibial insert, performed an irrigation and debridement, and placed of antibiotic pellets. Patella alta was noted as the extensor mechanism was intact but about 2 cm below the inferior pole of the patella. The patella was corrected with 3 stitches to place it in a more normal position. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination. All available radiographs were reviewed and no evidence of implant fracture, disassociation or anything indicative of a device non-conformance was found. Infection was confirmed, root cause could not be established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no evidence or deficiency suspecting an error in manufacturing/material that would be a contributing factor in the reported event was identified. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Clinical notification received for revision of right total knee to address deep infection. Date of implantation: (B)(6) 2021. Date of revision: (B)(6) 2021. (Right knee). Treatment: I&d washout with revision of tibial insert.